Event description:
The customer reported that the pump was programmed to deliver 10 mls of fluid an hour, however the pump delivered 20 mls in 20 mins. The report suggests that the "child ended up with electrolyte imbalance, which caused a deterioration in their condition". No additional info provided.

Manufacturer narrative:
(B)(4). Device involved in this event will not be returned as it was not available. No failure investigation could be performed.